Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with fever and general malaise. Upon review of the patient, it was noted that the patient had a systemic infection with bacteremia and sepsis. The implantable cardioverter defibrillator, right atrial lead, right ventricular lead, and left ventricular lead were explanted. Patient was stable prior to, during, and after the procedure.